Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that death occurred. The patient presented with unstable angina and inferior myocardial infarction. Vascular access was obtained via the femoral artery. The 90-95% stenosed, 3.00 x 20mm, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. The 70-90% stenosed, 3.25-3.50 x 28mm, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with a 2.0 x 20mm balloon, a 2.75 x 20 mm synergy drug eluting stent (des) was implanted in the lad and post-dilated with a 3.0 x 8mm balloon. Following pre-dilation with a 2.0 x 20mm balloon, a 2.75 x 28 mm synergy des was implanted in the rca and post-dilated with a 3.5 x 12mm balloon. Afterward, it seemed that the rca stent was undersized and it was thought that this might have been the reason for stent thrombosis immediately after the procedure which caused ventricular tachycardia/ventricular fibrillation (vt/vf). The patient subsequently expired.

Event description:
It was reported that death occurred. The patient presented with unstable angina and inferior myocardial infarction. Vascular access was obtained via the femoral artery. The 90-95% stenosed, 3.00 x 20mm, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. The 70-90% stenosed, 3.25-3.50 x 28mm, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with a 2.0 x 20mm balloon, a 2.75 x 20 mm synergy drug eluting stent (des) was implanted in the lad and post-dilated with a 3.0 x 8mm balloon. Following pre-dilation with a 2.0 x 20mm balloon, a 2.75 x 28 mm synergy des was implanted in the rca and post-dilated with a 3.5 x 12mm balloon. Afterward, it seemed that the rca stent was undersized and it was thought that this might have been the reason for stent thrombosis immediately after the procedure which caused ventricular tachycardia/ventricular fibrillation (vt/vf). The patient subsequently expired. It was further reported that there was no issue with the rca stent deployment but after deployment the physician realized the stent was undersized. The stent was deployed in the conventional method and then 7-10 seconds were allowed for the balloon to deflate prior to pulling back. There was no significant resistance during the attempts to withdraw the delivery system form the lesion site and optimal flow was restored following stent deployment.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6).